Event description:
It was reported that the user remained connected to the infusion set during tubing fill, resulting in unintended insulin delivery; troubleshooting and education were completed, and no device alerts or alarms occurred. Symptoms included hypoglycemia with a reported low of 40 mg/dl and shakiness. Outcomes included transient low glucose outside of target for approximately 10 minutes, managed at home without medical intervention or hospitalization; the caregiver assisted with oral carbohydrates. Investigation included complaint assessment and user education on proper fill procedures. Investigation of this case revealed user-related infusion setup error during tubing fill, with the infusion set and cartridge implicated; no device malfunction or alarm activity was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.